Event description:
It was reported to philips that the system gave an alert indicating an x-ray tube problem, with only low load fluoroscopy available. The patient was moved to another system to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with x-ray tube due to tube cooler problem. The review of system log files identified an issue with cooling unit because clm flow switch was opened. Upon troubleshooting, fse identified that oil was low in tube cooler reservoir. To resolve the issue, fse refilled the colling system with oil. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.